Event description:
It was reported that patient presented for routine follow-up and the device could not be interrogated. Attempts to communicate with the device were unsuccessful. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event was confirmed and was due to low battery voltage. The device current was found to be normal during tests on the bench. The device was tested in the ate system. No device anomaly was detected. The device met all of the specifications. The battery was sent to the manufacturer and no internal anomaly was detected. The cause of premature depletion was undetermined.